Event description:
Non-stick latex-free pads (multiple brands) all caused blistering of the skin in the past. So we used sterile gauze this time. It also cause blistering around the wound area (contact dermatitis). We have pictures if you want to see. I'm not sure what is in the non-stick pads and the sterile gauze (new from store, several / all brands) that would cause blistering but my son is allergic. In not sure what I'm supposed to use beside cotton fabric strips if he does have an injury /scrape/cut. (B)(6) health. Product type: over-the-counter. Did the problem stop after the person reduced the dose or stopped taking or using the product? No; did the problem return if the person started taking or using the product again? Yes. Frequency: twice a day. How was it used or taken: topical. Date the person started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: abrasion. Other frequency: twice a day, topical use. Give best estimate duration: 2 week. Reason for use: abrasion.